Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the stomach on a laparoscopic sleeve gastrectomy, the stapler was able to fire, but staples were open and staple line was incomplete. It was stated that the jaws of the device locked on tissue and jaws were opened normally. The event resulted to tissue damage since the reload was able to cut the tissue without proper formation of the staples. The suture performed manual suture to close the stomach.